Manufacturer narrative:
The power board was returned to the manufacturer for failure analysis. Testing of the power board revealed both q19 and q44 mosfets in the nurse call relay circuit have malfunctioned which would result in no audible alarm at the nurse call station.

Event description:
It was reported that when the ventilator alarmed, that there was no alarm at the nurse call station. The reported event occurred during testing and the ventilator was not connected to a patient.

Manufacturer narrative:
The field service center replaced the power board to correct the reported problem.